Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the insulin pump's keypad. Customer stated the buttons kept getting stuck. Customer's blood glucose was 240 mg/dl. Customer also stated there was fluid under the lcd screen due to spilling juice over the pump. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.